Event description:
Surgeon injected indocyanine green for sentinel lymph node removal. Diluted icg dye was placed at 3 and 9 o'clock positions of cervix superficial and deep. When using robotic firefly, the icg did not show up. Surgeon continued without using firefly. Surgery: robotic assisted lysis of adhesions, total laparoscopic hysterectomy, right salpingo-oophorectomy, dye injection for sentinel lymph node removal, bilateral pelvic lymphadenectomy, cystoscopy lot # 25us14701, exp 04/2027.